Event description:
It is reported that the liner would not lock in to the cup. Surgery was completed with another cup and liner of the same size.

Manufacturer narrative:
This report will be amended when our investigation is complete.